Event description:
Same case as MFR report #: 2134265-2009-01698. This complaint is now reportable based on analysis completed on 08/10/2009. It was reported that during an unspecified procedure the bur was stuck on the wire. The lesion being treated was located in the calcified mid left anterior descending artery (lad). Following successfully treatment of the distal lesion, the physician was trying to remove the 1.5mm rotalink plus bur back and it became stuck on the proximal lesion, approx 20 mm proximal to the distal lesion, which was treated with an unspecified stent. The pt had no symptoms during the removal attempts or treatment of the dissection. No further pt complications were reported, and pt status was reported as "okay". No difficulties were reported with the wire, however, the guide wire was returned in the annulus of the bur and was kinked. Analysis found solder missing from the wire.

Manufacturer narrative:
Visual inspection of the rotawire device shows the device slightly kinked at several locations. The solder is missing from the spring tip. Product analysis of the related bur found the spring tip stuck to the bur, however, it was removed without any difficulty. The batch number is unk and the mfg records for the complaint device could not be reviewed. The most probable root cause user error. The rotawire directions for use advises: "never advance the rotating bur to the point of contact with the guidewire spring tip, as this may result in the distal detachment and embolization of the tip." (B)(4).